Event description:
It was reported that screen could not show image and acquisition processor could not boot occurred. The target lesion was located in the coronary artery. A ce ilab was used. The physician found the screen could not show image and the acquisition processor could not boot before the procedure. The procedure was cancelled/rescheduled and issue was not resolved. No known patient information whether patient was sedated or not.